Manufacturer narrative:
This MDR is for correcting product information after receiving updated information for this event. Device received for this event is being corrected from reciproc blue files, 6x, sterile catalog # v040252025025 to reciproc files 6x catalog # v040212025025. Also correcting lot # from lot # unknown to lot # 382597. Investigation results are still pending for this event and will be submitted once the results are received.

Manufacturer narrative:
Summary: five reciproc files r25 8/100 25mm 025 were returned (two files in loose + three unused files). The files in loose are broken in the active part (fatigue) or at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1749596, #1750545, #1750179 and #1750973). The unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The broken part remains in the root canal and was incorporated into the filling. No further treatment. No injury.